Manufacturer narrative:
The technician found the side com power control board connector was damaged due to the communication cable not being unplugged from the board before moving the bed. The svc tech also found that the communication cable was missing. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the side com power control board and installed a communication cable to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the nurse call did not function. The bed was located in maintenance at the facility. There was no pt/user injury reported. (B)(4).